Event description:
The customer reported that, when the facility checked the package insert, the package insert for the subject device states that sterilization is required, but the product package label states sterilize as needed. This was the first time the discrepancy was noted, and the facility had previously used the product without sterilization. There have been no reports of infection and doctors have not seen it as a problem, but the customer has complained that there may be a problem with the way olympus writes it.

Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. A review of the instruction manual found it states "must be sterilized" but the product package label states "sterilize as necessary". The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it was discovered that the label on the package stating "sterilize as needed" was incorrect and the product must be sterilized according to the instructions. A definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was because the package labeling had incorrect instructions. The events can be detected/prevented in accordance with the following instructions for use: the instruction manual states "must be sterilized", but the product package label states "sterilize as necessary", which is a contradiction in the description. Olympus will continue to monitor field performance for this device.